Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high threshold measurements and intermittent loss of capture (loc) at maximum output. The lead was observed to have dislodged. A revision procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned. Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.